Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What was the name of the procedure? Where was the hernia located? What type of hernia was being repaired? What type of mesh was used over the defect? Can you identify the product code and lot number of the mesh? Was there any deficiency noted with the mesh during placement? Was there any precipitating stress factor for the event? During the reoperation, was the mesh was found torn or did the mesh layers separate? What was used to complete the second procedure? What is the surgeon opinion of the relationship of the unknown prolene mesh to the event? What are the patient age, gender, weight, prior medical/ surgical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a ventral hernia repair / eventrorrafia on (B)(6) 2018 and the anterior mesh was implanted and cardinal points were fixed to the fascia. The patient is recovered and discharged on (B)(6) 2018. The next day the patient returned because of severe pain and nausea. Abdominal ultrasound performed. The patient was evaluated and admitted for reoperation, which was done on (B)(6) 2018. It was found that the mesh separated towards the upper part, small intestine was seen in the space between the fascia and the cellular tissue, there were no necrosis, zero blood fluid or pus. The defect was approximately 8 cm by 5 cm. Additional information has been requested.